Manufacturer narrative:
(B)(4): eval, results: (restenosis of stented segment). (Root cause of in-stent restenosis unk).

Event description:
During index procedure, 2 complete se stents were implanted in the left sfa: 1 to the distal sfa, 1 to the proximal sfa. Approx 12 months post index procedure, target lesion in-stent restenosis is reported to have occurred. A clinically driver target lesion/ target vessel revascularization was performed. Investigator reported a definite relationship to the study stent. Pt recovered with treatment. Reference MFR report number 9612164-2011-00843.